Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis an unknown date. The customer's current blood glucose unknown. Customer also stated that the insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.